Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction reported by the customer cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a foreign object in the forceps channel. The issue was found during a service / maintenance (not in a clinical setting). There were no reports of patient involvement.